Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: the black box (bb) data started on (B)(6) 2016. The black box data for the event date of (B)(6) 2016 was found to be overwritten due to continued use of the pump. Available bb shows no power on reset (por) events. No damage was found to returned battery cap. The returned battery cap contact height and width measurements were within specification. The returned battery cap tightly secured to the pump; the pump booted to the verify screen with audible and vibratory tone. The pump successfully completed the 24 hour duration test with no pors duplicated. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging when the patient awoke on (B)(6) 2016, the pump was off and a low battery/replace battery alarm was never emitted. The patient reportedly experienced a blood glucose (bg) value over 600mg/dl with symptoms of sweating, increased thirst and urination. The patient reportedly was treated in the emergency room via intravenous fluids. Animas customer technical support (cts) reportedly reviewed the pump with the patient and troubleshooting revealed there was no indication of a low/replace battery alarm when the alarm history was reviewed. This complaint is being reported because the patient experienced a hyperglycemic event allegedly due to a power issue with the device.